Event description:
On 08/17/2025, it was reported that the user experienced blood glucose (bg) fluctuations between 40 mg/dl and 401 mg/dl. The user stated the fluctuations were related to steroid injections. The user treated low bg with glucose tablets and the ilet corrective algorithm addressed high bg. No external assistance or medical intervention were required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.